Manufacturer narrative:
Correction: unique device identification (UDI) field of initial MDR should not have been populated as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient involvement. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No parts or files have been received for evaluation.

Event description:
A medtronic representative reported that the system became unresponsive when the surgeon was creating the 3d model. No patient present.